Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected fields: b1. The following fields were updated per additional information received: a2, a4, b5, b6, b7, h6. H6 patient code(s): appropriate term/code not available (3191) was selected for the alleged psychological problems. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava (vc) perforation and psychological problems. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported physiological problems are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant (B)(6)2013 via an unknown access due to pulmonary emboli and blood clots. The patient alleges ¿psychological problems due to the fact that people are dying from it because it breaks. I worry that it is a ticking time bomb.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6)2017, "an ivc filter is situated roughly at the level of the right renal vein and below. Few of its tines appear to extend beyond the ivc lumen, which is not an uncommon finding. Impression: an ivc filter is in position as described above, with the apex situated near the level of the right renal vein. Retrieval may be difficult given that few of the tines appear to extend beyond the ivc lumen, which is not necessarily an atypical finding depending on the duration of ivc filter placement. Additionally, the apex contacts the left lateral wall of the ivc."

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2013". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.